Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the pump black box showed no unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked alongside of pump. There was corrosion in the battery compartment. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump was able to power on, however, a cs 069 call service alarm occurred. Further testing was not able to be performed due the recurring alarm. The pump¿s cover was removed and moisture damage was observed on the power printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.